Manufacturer narrative:
Investigation results. Scholly's assessment of the returned scope shows that the weld joint was broken, the optical components were dirty and the cover glass has deposits, wash outs and autoclaving traces.

Event description:
The hospital reported that during the preparation for a saphenous vein harvesting procedure, the image on the endoscope was dark. No patient involvement was reported. The hospital did not report any patient complications.